Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/compromised force sensor system test, occlusion, and excessive no delivery test due to loose drive support disk. Unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 159 mg/dl. The drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.